Manufacturer narrative:
The device was returned to olympus for the evaluation and the reported issue was confirmed. The water channel was clogged as a result of user mishandling. Upon incoming inspection, it was noticed that it was impossible to remove the clogging material from the channel, making visual identification of the material more difficult. The likely hypothesis is that it might have come from human body residues or from a disinfection machine. Other findings include separated glue on the bending section cover, a misaligned vent valve, and a buckled universal cord. The bending section cover, nozzle, air/water channel, universal cord, and the scope connector cover require a replacement. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a clogged water channel and required maintenance. The device was returned, evaluated, and the results showed that there was water flow issues. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the water supply channel could not be identified and the root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no additional event information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif-ez1500 operation manual chapter 3 preparation and inspection¿. ¿gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.